Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. Customer states that inside the reservoir ring was shattered. Customer states that reservoir area and the metal piece inside the battery cap was crack. Customer states that reservoir unable lock in place. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.